Manufacturer narrative:
That are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open lung resection. The device was difficult to load. The device partially fired and staples did not deploy. Some staples did not form the correct b-shape. To correct the issue, the staple line was resected and re-stapled. No unanticipated tissue loss or damage. A component disengaged, but not into the patient cavity. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.